Manufacturer narrative:
The removal of a magnet prior to an MRI is not considered reportable. This is a cochlear recommendation as per the user instructions. This report is submitted on jun 16, 2022.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2021, in order to convert the patient to a transcutaneous osia implant system. During the procedure, an implant was placed on the internal fixture. This report is submitted on july 19, 2021.

Manufacturer narrative:
This report is submitted on june 09, 2021.

Event description:
Per the clinic, the patient experienced an infection around the abutment site resulting in the decision to remove the abutment. The implanted device remains.